Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implanted neurostimulator (in s). It was reported that patient woke up this morning, went for a walk and then started to have a buzzing sensation in their buttocks. No falls or changes were reported. The therapy is still working, and they were on program 1 which they had been for several months. They had not made any therapy changes. The patient turned the device off and on and the buzzing sensation is intermittent. The issue was not resolved.